Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with elevated flows and power spikes and had complaints of feeling fatigued. Upon interrogation of the log file, technical services observed a pump stop while on batteries, which looks to be a phase to phase short. The alarm was transient, and the patient states she experienced dizziness during alarm. No additional information was reported.

Event description:
It was reported the patient experienced a pump stop on (B)(6) 2019. This event required emergent intubation, venous arterial extracorporeal membrane oxygenation and continuous renal replacement therapy. The family convened on (B)(6) 2019 and elected to proceed with hospice. Patient was asystole and the expiration was pronounced on (B)(6) 2019 by hospice. No additional information was reported.

Manufacturer narrative:
Additional information manufacturer's investigation conclusion: the reported pump stoppage was confirmed through the review of the log file submitted by the account. Based on experience with the hmii lvas and similar reported events, the pump stoppage and hazard alarms that occurred while the patient was supported by battery power could be indicative of driveline damage. Additionally, although power and flow elevations were confirmed through the review of the submitted log file, a specific cause for these events could not be conclusively determined. The submitted log file contained data from 31aug2019 through 30sep2019. The log file captured a pump stoppage on (B)(6) 2019 at 19:18:21 with corresponding low speed/flow hazard alarms while the system was supported by battery power. Additionally, the log file captured multiple transient power elevations up to 14.8 watts. Corresponding elevations in calculated flow were recorded during power elevation events, up to 12.0 lpm. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the remainder of the log file and the pump appeared to be functioning as intended. The account communicated that the patient was admitted on (B)(6) 2019 with power and flow elevations and complaints of fatigue. Upon interrogation, it was noted that she had a pump stop while on battery power and reported dizziness during the alarm. The patient reportedly has a known short to shield and has an ungrounded patient cable (refer to MFR# 2916596-2018-04185). The patient experienced another pump stop on (B)(6) 2019 requiring emergent intubation, ECMO, and crrt. The patient¿s family ultimately elected for hospice care on (B)(6) 2019. Therapies were discontinued and the patient expired on (B)(6) 2019. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.